Manufacturer narrative:
The service engineer received and installed the replacement power management (pm) printed circuit board assembly (pcba) and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the service engineer stated that additional issues were observed during further evaluation of the device. These issues are being addressed in subsequent cases.

Event description:
Philips received a complaint by the customer on the v60 indicating that an error code 1000 (3.3 v supply failed) occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that an error code 1000 (3.3 v supply failed) occurred. The remote service engineer (rse) troubleshot the device with the customer and found that the 1000 (3.3 v supply failed) error was logged in the event log. The customer requested to send the device to bench repair. This investigation is ongoing.

Manufacturer narrative:
At bench, the service engineer left the device running for days but could not duplicate the reported issue. Due to the error, the service engineer will order and replace the power management (pm) printed circuit board assembly (pcba) for preventive measures. The investigation is ongoing.